Event description:
It was reported to medtronic neurosurgery that the pt had rejected the implant. According to the report, it was a foreign body reaction.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of product performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.